Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383590 and lot number 4037162. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in needle through catheter . It was reported by customer that went to start 24g diffusics IV and noted plastic catheter was not around needle. Catheter was bent under and folded back in incorrect direction. Needle was piercing through plastic. Unfortunately, writer did not notice catheter was bent until after puncturing skin on patient. Complaint received via rcc received a complaint via email. Went to start 24g diffusics IV and noted plastic catheter was not around needle. Catheter was bent under and folded back in incorrect direction. Needle was piercing through plastic. Unfortunately, writer did not notice catheter was bent until after puncturing skin on patient. Lot_batch_numbers 4037162. Device_identifier_as_reported 383590.